Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of fluid leak and mechanical issue were confirmed via product analysis. Based on the results of this investigation, no escalation is required. (B)(4), spherical reservoir fgs (prefilled). The complaint component was returned and analyzed, and the reported allegations of fluid leak and mechanical issue were not confirmed via product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to leak in the tubing from the pump to cylinders. No adverse patient effects. Additional information was received. Device was not working due to leak in the system. Device was implanted (B)(6) 2001.

Manufacturer narrative:
72401476; 32437001; spherical reservoir fgs 5 (prefilled).

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to leak in the tubing from the pump to cylinders. No adverse patient effects. Additional information was received. Device was not working due to leak in the system. Device was implanted (B)(6) 2001.